Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was implanted then explanted during the same surgery. Through follow-up with the health-care provider, it was learned that the explant was due to a paravalvular leak. Upon reopening, "the cause of the leak was easily found in the sense that [the surgeon] placed a suture around a small segment of calcium which then tore away, extending the length of this suture which resulted in the paravalvular leak." The device was excised and replaced by another edward bioprosthetic valve. Additionally, it was indicated that there was not a device malfunction or quality deficiency related to the subject device.

Manufacturer narrative:
Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis; therefore, the root cause of this event could not be confirmed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance found related to this event. Based on the information provided, it appears that this event was likely procedure/technique related. The surgeon indicated that he had "placed a suture around a small segment of calcium which then tore away," causing the leak. No further actions are possible with the available information.